Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting loss of capture (loc) at maximum outputs. Additionally, the patient was experiencing muscle stimulation. The physician elected to turn off lv therapy at that time and took an x-ray to evaluate the lead. It was determined the lead had dislodged and the physician successfully explanted and replaced the lead. No adverse patient effects were reported.

Event description:
.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted dried body fluid in the lead lumen. Laboratory testing was unable to reproduce the reported clinical observations.